Event description:
On 02/24/09 - customer reports during a retrograde cystogram on a (B) (6) female, the fluoro stopped working. They were able to complete the procedure, and there was no reported injury.

Manufacturer narrative:
Pending mfg investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.